Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product evaluation noted based on visual inspection of the returned plate, it is not a cuttable plate. Synthes offers a 2.0mm plate described as,veterinary cuttable plates,(vp1010.50) but the returned plate clearly is not one of these. The returned plate, if a synthes product, must be a 20-hole 2.0mm straight plate (vp1010.20) that had been cut to 7 holes. It has been noted from a review of the design drawing that the implant is manufactured from similar material (316l stainless steel) using the same finishing processes as similar implants of this straight plate style. These processes include etch, electropolish and passivation per synthes specifications. No conclusions can be made given the information noted above. It could be assumed from chronology (approximately 1 month post) and from inherent non-compliance of animals that the implant failed due to fatigue. The article and lot number are cut away, which makes a clear identification of the plate impossible. Fact is that this is not the article vp1010.50 as stated in the complaint description. Vp1010.50 is a third tube plate with square-cut ends. Based on the profile and the measurement we suppose that the plate in question was the article vp1010.20. Based on this assumption, the relevant dimensions were checked and found according to the specification. The fracture face is homogenous which indicates material conformity. However, this complaint is indeterminate from a manufacturing standpoint as the article number is not proved. Original awareness date is (B)(4) 2011. Placeholder.

Event description:
It was reported that on (B)(6) 2011, a dog was implanted with a 2.0mm cutable plate on the distal right front leg and four proximal holes of the plate were filled with 2.0mm screws. There was a hole left open directly over the fracture site, it was filled with 1.0cc fine canine osteoallograft. X-rays were taken on (B)(6) 2011, revealed that plate had broken and bone was a non-union. On august 23, 2011, broken plate was explanted and a cutable t plate was implanted in its place. This is report 1 of 1 for complaint 1217.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. The plate is broken apart at the third hole. The plate was cut between the 7th and 8th hole, obviously for length adaptation during the procedure. The article and lot number is not marked on the received fragments; therefore, we assume that this information was on the cut off part, which was not sent back for investigation. The relevant dimensions were checked and found according to the specification. The fracture face is homogenous which indicates material conformity. This complaint is indeterminate from a manufacturing standpoint. Placeholder.